Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A nurse reported that a system message related to energy was displayed during treatment. The treatment needed to be aborted and the flap cut was completed with a microkeratome. The nurse then performed testing of the system and the message was not displayed again. No postoperative consequences were observed on the patient. Additional info has been requested but not received to date.